Event description:
It was reported that while the iab was in use, the pt experienced "air in the aorta" and then "flatlined". The pt subsequently expired. An autopsy will be performed. Information from the hospital's medical staff indicates that the condition of the pt's vessels, unusually small anatomy, and the fact they were in cardiogenic shock contributed to their death.